Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and was being treated at the outpatient pd clinic with antibiotics. There were no reported allegations that the peritonitis was due to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The pd culture was positive for gram negative bacilli (organism not provided). The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with ceftazidime (per clinic protocol). The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique during the pd exchange.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and was being treated at the outpatient pd clinic with antibiotics. There were no reported allegations that the peritonitis was due to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The pd culture was positive for gram negative bacilli (organism not provided). The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with ceftazidime (per clinic protocol). The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis is suspected to be due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be attributed to a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.